Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring drainage. It was reported that an adverse event occurred, a pericardial effusion was detected by surface echography at the end of the procedure; post use of biosense webster products. Pericardial effusion drainage was performed. After drainage, exit. Vitals were stable throughout the procedure. Completed with drainage additional information was received indicating the physician commented that pericardial effusion was small. Catheter malfunction is not the cause. Contact force was 20 g or less at the highest, and mostly changed around 10 g. The output is also fixed at 30 w and not high. The physician¿s opinion on the cause of this adverse event is that it was maybe the procedure related, however, the cause is currently unknown only to the extent that it was caused by extensive ablation. The patient outcome of the adverse event is fully recovered (no residual effects). There is no information about the patient requiring extended hospitalization because of the adverse event, but according to the reporter probably no because the patient was recovered during the procedure. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.